Manufacturer narrative:
Concomitant medical products: product ID a52200 lot# serial# unknown implanted: explanted: product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller stated that, beginning a couple of months ago, the handset/app (under home, battery) only shows the battery % of the communicator. Caller did not have the handset at the time of the call for troubleshooting. Agent advised the caller to call back when they have it. Additional information was received from the patient. It was reported that the cause of the issue was undetermined. The patient also reported that the associated implant was removed because it didn't work so the handset is gone.